Event description:
During a percutaneous nephrolithotomy procedure approx half way into the procedure, the ultrasonic lithotripter overheated and stopped working. The pt was discharged in 2007. The second surgery was completed 6 days later. There was an incident report made by the facility. There was no consequence to pt.

Manufacturer narrative:
Eval summary: the device was tested for any functional or electrical problems. The device performed to spec. The device was returned to the facility for use. Cause of event: unk.